Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient representative (caller) regarding an external device. The reason for ca ll was caller reported that patient was having problem recharging the implantable neurostimulator(ins) and thought that there's a short on the recharging paddle. Device is not fining the implant. When asked about event date, caller mentioned probably a couple of years. Caller mentioned that the cord that goes to the paddle was coming out and gets hot; pt needed to wiggle the cord and sit very still for the paddle to find the implant and charge. Agent sent request to repair to replace the recharging paddle.

Manufacturer narrative:
H3: analysis of the product ID 97755 serial# (B)(6), revealed cable insulation is torn at donut end. The plastic guard on the end of the recharger connector was broken, no device found message, the arrow is rubbing off. This does not impact the functionality of the recharger. Record the two values: the highest number (00) - the low number (00) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected h7, h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.